Event description:
Meter name: one touch profile. Strip name: unknown strip code: unknown. Strip storage: unknown. Symptoms: thirsty, urination, ketones. The patient's family member reported that the patient was seen by the doctor because of symptoms. The meter display was allegedly physically damaged. The result from the patient's one touch profile meter was unknwon. The patient was able to test on pt's accu-check meter. There was no rresult documented from any other source. There was no result documented from any other source. There was no comparison between the patient's meter and any other device. The treatment was unknown. No further information has been reported.